Event description:
It was reported that during a coronary angioplasty procedure, deflation difficulties were encountered. During placement of a stent of the left coronary trunk, the physician attempted predilatation with the maverick 2 monorail 4.0 x 9 mm balloon catheter. The balloon was inflated to 16 atms, but was then impossible to deflate. During the balloon inflation, the pt suffered a coronary ischemia with a decrease in arterial pressure. Eventually the physician was able to remove the balloon still inflated, and the pt's clinical situation stabilized. The procedure was successfully completed. To date, there has been no further pt health deterioration reported.